Event description:
Per the clinic, surgeon was getting ec2 error persisted on smartnav during the initial surgery, several open electrodes and abnormal nrt was noted. There are plans to explant the device and to reimplant the patient with a new device. The device was subsequently explanted on (B)(6) 2025. The implant was not in the cochlea during initial surgery due to the patient bone prevented visualization of the true round window. The patient was reimplanted with another cochlear device during the same surgery.